Event description:
Legal counsel for patient reported that patient underwent right metal-on-metal hip arthroplasty on (B)(6), 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6), 2007 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, elevated metal ion levels, metal poisoning and metallosis. A review of invoice history confirmed both surgery dates; however, invoice history revealed that a metal-on-metal hip was not implanted in the patient on (B)(6), 2003. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain".

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces." And "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-05516 /-06396).

Event description:
Legal counsel for patient reported that patient underwent right metal-on-metal hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2007 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, elevated metal ion levels, metal poisoning and metallosis. A review of invoice history confirmed both surgery dates; however, invoice history revealed that a metal-on-metal hip was not implanted in the patient on (B)(6) 2003. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2007 due to subluxation and dislocations. Operative report noted the presence of clear yellow fluid and scratches on the head. The modular head and acetabular liner were removed and replaced.